Event description:
The patient has been zapped a few times a little in the head. The ins was close to the brain and she really gets shocked. When she goes to stores she has to ask for the security system to be turned off but the stores would not do that. Some theft detectors are very strong in certain stores. She was afraid that she would get electrocuted and killed. When she goes to the mall or stores, she has to call 911 and let them know. She has been electrocuted many times. It was noted that she had a brain injury due to a car accident and that her memory was not good. Her ganglia was removed from the back of her head. She also has a seizure disorder due to her brain injury. Additional information reported that she was really upset when she goes into various stores with theft detector and the employees go after her because she has a device. The employees are abusive, yell at her and kick her out. She had to call 911 to get involved and get her out of the situation. She was setting off the theft detectors. The ins randomly turns on and off when she goes through a security gate. It was reported on (B)(6) 2013 that she did not sleep for one minute on (B)(6) 2013, was exhausted and ¿this¿ was taking a toll on her. Her eyes are red and she lost another 6lbs. She was very tired and may have a heart attack or seizure, her cardiologist told her she would have another heart attack. She has been crying for 3-4 days now, was very sick and she does not want to find herself buried. She had very bad chest pain for the second day and her cardiologist told her to ¿leave it alone and rest¿. She was losing her voice and could not talk any further. Her health care provider (hcp) clarified that she had enough of this ¿thing¿, she is verbally assaulted and fed up. How was she supposed to get better. It was noted that she does not lie and is a very honest person. Additional information has been requested.

Manufacturer narrative:
Product ID: 3587a25, lot# n113741, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3587a25, lot# n113741, implanted: (B)(6) 2007, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).